Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a deformation/distorion problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic probe to the service center for evaluation related to a separate issue. During testing, the it was identified the device had damage to the probe that may have affected the image generation. There was no patient involvement.